Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
It was reported a neonate exhibited an increased oxygen requirement, with ventilator fio2 increased to 40%, whereas the patient¿s typical oxygen requirement is 21¿25%. Clinical interventions, including airway suctioning and patient repositioning, were performed without observed improvement in oxygen requirements. Subsequently, the pulse oximetry saturation probe was removed and replaced. Following replacement of the probe, the patient¿s measured oxygen saturation increased to approximately 100% while remaining on 40% fio2. The oxygen concentration was then weaned to room air (21%), after which the patient-maintained oxygen saturation greater than 95%. No change in the patient¿s clinical condition, other than the probe replacement, was identified to account for the observed improvement. There was no adverse patient impact.